Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a "power on reset" (por) screen with the recharger. The por message was #23 and the screen displayed an "x." There was no other associated number with the por. The por was successfully cleared using the clinician programmer. The implantable neurostimulator (ins) was not implanted at the time of the report.